Event description:
There wew multiple blood pump error alarms. The correct placement of all lines were verified. The practitioner also ensured that no lines were open or disconnected, but they were still unable to resolve the alarms. Normal saline boluses were given and therakos was consulted, but the alarm continued. The treatment had to be aborted. A leakage was discovered in the flm.